Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button is intermittently unresponsive. In addition, it was reported that the touchscreen was timing out faster than what the pump was programmed for. During troubleshooting with tandem technical support the wake button and touchscreen was functioning as intended. Customer's blood glucose level was 224 mg/dl.